Event description:
It was reported that during an implant attempt the physician had difficulty feeding the right ventricular (rv) lead down the superior vena cava. The helix appeared to be deployed, but the physician denied deploying it. The helix was retracted and the physician attempted to place the lead again, but it was noted that the helix had deployed a second time. The lead was removed and the helix was confirmed to be fully extended. The physician asked for another lead, which was placed without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed and no anomalies were found. (B)(4).